Event description:
Per the clinic, the patient experienced a fall (specific date not reported) resulting in a loss of benefit with device use. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery. The report is filed (B)(6) 2015.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device. This report is filed november 11, 2014. Device not returned to manufacturer.